Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that erroneous venous/arterial pressure readings were displayed due to a defective sensor panel. The failure occurred during maintenance.no harm to any person has been reported.as a pressure failure was reported, a report is needed.a getinge technician (gt) was sent for investigation on 2026-02-03. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and a pump stop could be confirmed on the date of event.the gt confirmed, there was not any visible corrosion or contamination.another sensor panel with a similar failure was investigated by getinge life-cycle-engineering.the most probable root cause is a mechanical damage of the current compensated choke.further, due to the age of the device and this component sensor panel age related aspects can be considered as well (manufactured on 2017-08-16)according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm.the device was manufactured on 2017-08-16.the review of the non-conformities has been performed on 2026-02-04 for the period of 2017-08-16 to 2026-01-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "erroneous venous/arterial pressure readings were displayed due to a defective sensor panel" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that erroneous venous/arterial pressure readings were displayed due to a defective sensor panel. The failure was detected during maintentance. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.